Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated . The device was not reported as returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment article titled: emergency treatment of iatrogenic coronary perforation by transcatheter embolization with gelatin sponge particles-description of technique. The other hi-torque guide wire referenced is filed under a separate medwatch report.

Event description:
It was reported through a research article that the patient was hospitalized for treatment of a totally occluded stent in the right coronary artery. A pilot 150 guidewire was advanced but could not cross through the occluded stent. The occluded portion was predilated and the wire was able to cross. Angiography revealed a small perforation at the distal edge of the occluded stent. The wire was left in place and a second pilot 150 was advanced to find the true lumen; however, after advancing, no flow was noted, and it was determined that a large perforation occurred. Medications were administered along with balloon inflation which were unsuccessful in resolving the perforation, so gelatin sponge particles were used and successfully sealed the perforation. No additional intervention was required. The patients clinical condition improved and was transferred to the intensive care unit. Details are listed in the attached article titled emergency treatment of iatrogenic coronary perforation by transcatheter embolization with gelatin sponge particles - description of technique. Please see attached article for additional information.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query was not performed because the part and lot numbers were not reported. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. As the guide wire was advanced the wire met resistance with the totally occluded stented right coronary artery resulting in the failure to advance. Manipulation of the guide wire through the occluded stent likely resulted in the perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.